Event description:
It was reported that the column lift on the 9800md will go up, but does not go down. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the column lift power supply ps3. The system was tested and found to be working as intended and placed back into service.